Manufacturer narrative:
Mml# (B)(4). Other device explanted: model: 8145 description: reactive implantable stimulation lead. Serial numbers: (B)(6). UDI#s: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site, which resulted in a wound healing issue. There was no report of patient harm or injury as a result. The reactive system was removed without complication. Reportedly, a culture was taken, but the result was not disclosed to mainstay medical. The device was not returned for analysis; therefore, no part evaluation can be performed. However, the device history record was reviewed, and no relevant nonconformances were found.